Manufacturer narrative:
The device has been received for evaluation. Investigation is pending. D4: only di provided as lot number unknown.

Event description:
The event involved a 9" (23 cm) appx 0.39 ml, pur yellow smallbore ext set w/clave¿ clear, 1.2 micron filter, clamp, luer loc. It was reported that the filter set 9" has leaking at the filter. Filter was on under 12 hours of use when leaking occurred. Someone became aware of the issue when liquid was found on the filter and on the bed. The customer stated that the products have trifuse attached, and the connection at the microclave was leaking behind the microclave on where the tubing is bonded with glue to the connector. There was no medication being used with the product but tpn was used with the filter at time of the event. There was patient involvement, there was delay in therapy, no adverse event, and no one was harmed as a result of the reported event.

Manufacturer narrative:
Received one used list# mc330715, 9" (23 cm) appx 0.39 ml, pur yellow smallbore ext set w/clave clear, 1.2 micron filter, clamp, luer lock; lot# unknown. No visual damages or anomalies were observed. The reported complaint of a leak at the filter could be confirmed. The sample was leak tested and a leak was observed at the filter. The probable cause of the leak is from the temporary loss of hydrophobic properties during use. Lot history review could not be conducted because no lot number(s) was/were identified.